Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited an increased shock impedance measurement of 110 ohms, thus a revision procedure was done where the rv lead was explanted and a new lead was implanted with the existing device. When closing the pocket, oversensing of noise on the rv channel which led to pacing inhibition and asystole of two to three seconds occured. When the physician was suturing the pocket, it occurred again. Thus a temporary pacing wire was placed as the patient is pacemaker dependent, and the device was taken out of the pocket. Attempts to recreate the noise were unsuccessfully. The newly implanted rv lead was then removed from the header, re-inserted and oversensing was still seen. Subsequently the physician elected to explant the ICD. The newly implanted rv lead was left in service with the new device. No additional adverse patient effects were reported.